Event description:
It was reported that after implantation, the patient occasionally experienced electrical shocks near the implantable stimulator. Impedance measurements at revision were normal. It was decided to replace the extension and the ins; no further issues were experienced; there were no patient complications.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.